Event description:
Procedure: lap sigmoid. According to the reporter: per the surgeon, the original procedure went as expected, staple line completely dry across the inferior mesentery artery. One hour post op, the patient's vitals were down. The pt returned to surgery and the ima staple line was leaking. The surgeon oversewed the staple line and the pt is currently in ICU. The surgeon stated, firing across the ima was very difficult, resistance very high.